Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for elective lv lead revision due to twiddler's syndrome, sleep behavior, and/or activity of the lead. The lv lead dislodgement and failure to capture was observed during a follow-up. X-ray confirmed dislodged lead that moved to vena cava. Ra and rv leads were also not in the original position. The ra and rv leads were successfully repositioned. Lv lead was explanted and replaced, and will be sent for further analysis. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.